Event description:
It was reported that the brakes were difficult to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device model number was updated.

Event description:
It was reported that the brakes were difficult to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.